Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation completed. This report is being submitted as an initial final submission. On january 17, 2020, it was reported to be in need of repair for unknown reason. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Product review of the electric dermatome by zimmer biomet (B)(4) on february 25, 2020 revealed the screws were missing and the needle bearing failure could be confirmed. Repair of the electric dermatome was performed by zimmer biomet (B)(4) on february 13, 2020 which included replacement of the needle bearing. Electric dermatome, serial number (B)(4), was then tested and functioned properly. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet (B)(4), it was noted that the screws were missing and the needle bearing failed. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported to be in need of repair for unknown reason. Event occurred during kit inspection. At evaluation / investigation the device was found to be missing screws. No adverse events were reported as a result of this malfunction. No additional event information available.